Event description:
This report concerns medegen's maxplus connector. Nurse reported that the maxplus was on the dialysis catheter. The pts family member was positioning the pt and the clamp broke and blood was noted coming from the max plus. Pt was admitted to the hospital for treatment of excessive blood loss.